Event description:
It was reported that during a colectomy procedure, the clips would not advance. Completed with the same like product. There was no patient consequence.

Manufacturer narrative:
Malformed clip. Eval summary: the analysis results for the el5ml instrument confirmed that it was returned non-functional. The instrument was cycled and fed 2 clips with gap and 9 conforming clips. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.